Manufacturer narrative:
The insulin pump was received with unresponsive button response due to corroded keypad traces. No button error alarm was noted. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 427 mg/dl. The customer treated with manual injections. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.